Manufacturer narrative:
Concomitant product UDI for cylinders is (B)(4). Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) could not be used normally as it could not be pressed, resulting in the inability of the penis to achieve an erection. A surgical procedure was performed to remove and replace the ipp. No patient complications were reported.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) could not be used normally as it could not be pressed, resulting in the inability of the penis to achieve an erection. A surgical procedure was performed to remove and replace the ipp. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cylinders is (B)(4), concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, leak and functionally tested. The pump passed the visual inspection. No damage or abnormalities were found. No leaks were found in the pump. The pump passed the functional test. Both cylinders were microscopically inspected and tested for leaks. Microscope examination revealed that the first cylinders had a hole in the proximal end of the cylinder from sharp instrument. The first cylinder had wear at fold in the middle of the cylinder. The first cylinder had a leak from sharp instrument damage in the proximal end of the cylinder. The second cylinder had wear at fold in the middle of the cylinder. No leaks were found in the second cylinder. Based on the information available and analysis results, the reported allegation of device inflation issue and pump mechanical issue are unable to be confirmed. The sharp instrument damage in the first cylinder is considered a secondary failure. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of cause not established was assigned to this investigation.